Manufacturer narrative:
The investigation for the reported thrombus has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the thrombus could not be determined. The instructions for use for the impella 5.5 with smartassist for use during cardiogenic shock in the section: direct aortic insertion states ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ it also states in section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ h6 component code 925 added in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Event description:
The user facility reported a 70-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The patient developed a thrombus in their right subclavian during impella 5.5 support. Heparin administration was temporarily on hold due to a pre-existing condition; however it was reintroduced to the patient roughly two weeks into support. The patient's condition was said to be improving and support with the pump was maintained.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.